Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor, and libre sensor kit, were reviewed and the dhrs showed the libre sensor, and libre sensor kit, passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the third day of wear. As a result, the customer was unable to monitor their glucose levels and was incapable of self-treating. The customer was taken to the hospital and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.